Manufacturer narrative:
H6: investigation summary four samples and three photos were provided to our quality team for investigation. The reported issues were not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defects. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 3 bd luer-lok¿ syringes had broken barrels. The following information was provided by the initial reporter: "customer got (B)(4)syringes and only (B)(4) worked. Syringes were broken and weren't able to draw medicine."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ syringes had broken barrels. The following information was provided by the initial reporter: "customer got 4 syringes and only 1 worked. Syringes were broken and weren't able to draw medicine."